Manufacturer narrative:
Product complaint # (B)(4). Concomitant products: additional information.

Manufacturer narrative:
This report is for an unknown concorde lift cage/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anteroposterior (a&p) spinal fusion of the l4-5 transforaminal lumbar interbody fusion (tlif) using an unknown lift and expedium 5.5. On (B)(6) 2018. The cage collapsed postoperatively. Lift was recalled in april 2019. The patient status was unknown and the procedure had a great outcome until implant failure. Concomitant device reported: unknown screws (part# unknown, lot#unknown, quantity unknown). This is report 1 of 1 for complaint (B)(4).